Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the corroded lens was a component failure. The most likely cause of the noisy image was damage to the charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had a noisy image and the light guide lens was corroded. There was no patient involvement.